Event description:
A company rep reported, the pt has been getting air bubbles in her insulin infusion device cartridges. On follow up with the pt, she stated that this often leads to elevated blood glucose readings of up to 295 mg/dl with her normal range being 80-120 mg/dl. She said she primes out air bubbles when she changes the insulin cartridge but a day or two later she notices air bubbles about the size of champagne bubbles in the cartridge. During troubleshooting, the pt stated she does not check her device screen to make sure boluses are delivered. She was advised to do so. She stated she has mainly used the same areas of her abdomen for site location for the 6 yrs she has been on pump therapy. Site mgmt was reviewed with the pt and it was suggested she choose areas on the abdomen above the waist line since she has never used that area. On further follow up, the pt reported she is still having air bubble concerns. The pt was advised to switch to her back-up infusion device which she did. She reported elevated blood glucose reading of 293mg/dl, 277mg/dl, and 295 mg/dl. She said she felt nauseous and tired and corrected her readings by giving herself a bolus of 3 to 4 units of insulin. On follow up, the pt stated her blood glucose readings are back to normal but she is still having air bubbles while using her backup device. The pt requested further training and a request for training was submitted. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.